Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) over 400 mg/dl with nausea, vomiting, abdominal pain, headache, symptoms of dehydration, and large ketones. The patient was hospitalized and treated. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings and the basal delivery totals in tdd match active basal program total or are as expected. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.